Manufacturer narrative:
On 10/08/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/27/2015 after reviewing patient exams, it was determined that the 3d model created a very poor quality 3d model. Some of the fiducials were not in direct contact with the 3d model (floating in space).

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy (10 millimeters lateral) occurring after completing a pointmerge registration with an error metric of 3.8mm. Accuracy was not checked after registration. Noted was that the fiducials were placed on the patient a few days prior to surgery. During the procedure, the surgeon placed a rubberband around the patient's hair which likely stretched, or moved, the patient's skin. The magnetic resonance imaging (mr) scan had a great deal of scatter, as this site is using 'a very old scanner'. The surgeon modified the burr hole to a craniotomy to access the anatomy. The surgeon opted to continue and completed the procedure with the use of the navigation system.

Manufacturer narrative:
A medtronic representative reported that there was no new information about the patient's current condition. Other than having to increase the size of the craniotomy there were no further complications. The tumor resection was close enough to the surface that the surgeon was able to visualize it and that is how the inaccuracy was found. The rep has discussed the imaging issue with the site and they are going to try to obtain CT scans on the same day of surgery to use for registration and merge with their pre-op MRI's. There have been no further related issues reported.